Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. No high current drain sources were found throughout bench, stress and automated testing. The battery was sent to the vendor for further analysis. No conditions causing an internal loading were found. The cause of the battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. The patient has been lost to follow-up. The device was explanted.